Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: locking screw (part: unknown, lot: unknown, quantity: 10). Va lcp medial distal tibia plate (part:# 02.118.004, lot: unknown, quantity: 1). Tubular plate with collar (part: 241.401, lot: unknown, quantity: 1). Cortex screws (part: unknown, lot: unknown, quantity: 10). Cancellous screws (part: unknown, lot: unknown, quantity: 2).

Manufacturer narrative:
Event date is unknown date in 2018. 510k: this report is for unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent a hardware removal on (B)(6) 2018. The following implants were removed from the tibia: one (1) variable angle locking compression plate medial distal tibia, ten (10) unknown locking screws, and seven (7) unknown cortex screws. Five (5) cortex screws broke between the screw head and screw shaft. The following implants were removed from the fibula: one (1) tubular plate with collar, eight (8) unknown cortex screws, and two (2) unknown cancellous screws. It was stated that the original reduction was in varus, and likely the reason the construct failed. All hardware was removed except two (2) unknown cortex screws (from the tibia). The initial hardware was then replaced with low bend medial distal plates (tibia), unknown locking screws, unknown cortex screws, small fragment locking compression plate (fibula), and unknown cancellous screws. An open reduction internal fixation (orif) of intra articular right distal tibia fracture and right distal fibula orif was performed on (B)(6) 2018. It is unknown if there was surgical delay. Patient and procedure outcome is unknown. Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity 2). This report is for five (5) unknown - screws: cortex. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter - phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.